Manufacturer narrative:
(B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a hair was found inside of the sterile packaging of a vented high volume inlet. This event occurred before use of the device. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation in its original sealed packaging. Visual inspection revealed what appeared to be a hair in the package. Stereomicroscopic examination revealed the fiber to be dark, approximately 147mm in length with a textured exterior surface. Polarized light microscopy established the fiber had an imbricate scale pattern and a crenate scale shape. The fiber was uniform in width ¿ approximately 75¿m ¿ with a continuous medulla and 15 scales per 100¿m. Chemical characterization using fourier transform infrared (ft-ir) spectroscopy determined the fiber was composed of a secondary amide. The morphological and chemical characteristics revealed that the dark fiber was a human hair. The reported condition was verified. The cause of the condition was determined to be a packaging issue during manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.